Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A home patient reported to baxter (B)(4) that a flo-gard IV solution administration set had leaked through a small hole near the blue slide clamp on the set. The patient's mother had inserted the administration set through the patient's flogard pump. The leak occurred soon after the pump was turned on. A patient was involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: a sample was available for evaluation. A visual inspection revealed a cut in the tube next to the blue clamp. A functional underwater test revealed a leak from the cut in the tube. The reported condition was confirmed. The root cause can be attributed to a sharp edge on the machine used in the manufacturing process.